Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two broken device assessed as surgical damage ¿ rupture: observe missing assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "device rupture as well as capsular contracture baker grade IV.(diagnosed intraoperatively)" this record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "device rupture as well as capsular contracture baker grade IV.(diagnosed intraoperatively)" this record is for the right side. The device has been explanted and replaced.